Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleging imprecision issue with inratio. On (B)(6) 2013 first reading 5.0 repeat reading 3.9. Time between testing 45 minutes. On (B)(6) 2013 inratio reading 2.7. Pt's therapeutic range 2.0 - 3.0.